Event description:
Additional information showed the patient's pump was replaced on (B)(6) 2011. The cause was reported as battery depletion. The symptoms were reported as "increased spasticity." The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's pump alarm was heard and confirmed by telemetry. The critical alarm was because the pump was in safe state. The pump logs noted "reset occurred - low battery." The patient experienced increased spasticity. The physician planned to supplement the patient's current medication with oral medication and replace the pump. As of (B)(6) 2011, the patient was "ok" but had increased spasticity. The medication administered via the pump was baclofen at a concentration of 2000 mcg/ml; the daily dose was not provided. A follow-up report will be sent if additional information becomes available.